Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while being used with a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control downloaded the electronic records and the early battery depletion was confirmed. The reported issue of a missing lid magnet was verified. The device manufacturing records were reviewed and it was confirmed that the device was manufactured with an out of specification lid lot. The customer received a replacement device. It was additionally observed that that the battery sn (B)(6) went to a "replace" status on (B)(6)2020, therefore causing the readiness of the device to change to "not ready - replace battery". The battery then fell below the "shutdown" threshold on (B)(6)2020, prior to the patient event on (B)(6)2020. It was confirmed that the device logged a "shutdown triggered" entry 14 times during the event on (B)(6)2020 due to the voltage level of the device battery. This indicates that the customer did not properly maintain the devices state of readiness, per the lpcr2 operating instructions, as the patient event occurred over 1 month after the device's "not ready - replace battery" status: "device readiness should be verified at least once each month. If your device has wireless access to lifelinkcentral AED program manager or lifenet system, you can verify the device status remotely. If your device does not have wireless access, you must check the readiness indicator on the device." The device has been archived by physio control.

Manufacturer narrative:
An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while being used with a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control downloaded the electronic device data for review. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while being used with a patient. There were no reports of adverse effects to the patient as a result of the reported issue.